Manufacturer narrative:
The recipient's medical issue reportedly resolved.

Manufacturer narrative:
The recipient's device was reportedly lost and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly did not undergo medical intervention before explant surgery.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was not reimplanted due to thin skin.